Event description:
It was reported that during a laparoscopic cholecystectomy procedure, the firing trigger did not function properly. When the surgeon forced to fire the trigger; the jaws broke and became detached and two clips come out on each other. Surgeon used other ligation techniques and completed the operation without an adverse event.

Manufacturer narrative:
(B)(4). The analysis results found that the device was returned in good visual condition. The device was functionally tested and performed as intended. We were unable to replicate the reported incident. We have documented the circumstance as they have been reported to us. A lot number was not received therefore the device history review could not be performed.

Event description:
It was reported that during a laparoscopic gastric bypass procedure, there was consistent pneumo leakage. It was worse with the 12mm trocars. The procedure was completed without any adverse impact to the patient. (B)(4)

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.